Manufacturer narrative:
Per tandem¿s pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. Troubleshooting with tandem technical support showed that the customer was not following the proper technique to fill a cartridge. Tandem technical support educated customer regarding the fill instructions reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy. In addition, customer reported that the t:case pulls the cartridge off of the pump. The customer reloaded the cartridge to resolve the issue. Reportedly, the customer's blood glucose level was 171 mg/dl.